Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was tracking the peg over the guidewire, resistance was met at the transition zone on the peg tube. The physician was able to complete the procedure using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was tracking the peg over the guidewire, resistance was met at the transition zone on the peg tube. The physician was able to complete the procedure using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of difficulty advancing peg tube. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A physical examination found the silicone tubing to have been cut at approximately 12 cm distal the outer ring. The thermoformed tubing, inner and outer rings and barbed connector were also present. The distal portion of the device was not returned. The .035" guidewire supplied with this device was found to be stuck inside the device, caught on the connector. During the evaluation the device was disassembled by cutting the tubing was on either side of the connector and exposing the guidewire. It was noted that the guidewire was missing the core wire and only the outer coil wire was returned. The coil wire was removed with some resistance as the coil was kinked at the connector. The barbed connector was pin gauged and found to be within specifications. Microscopic examination of the ID of the barbed connector cannula revealed it to be free of any occlusions or other defects. The condition of the returned unit was consistent with the complaint incident that the supplied .035" guidewire was difficult to pass through the connector (transition). It is possible the user kinked the guidewire during placement, with the kinked area catching on the connector during placement. Because the guidewire core wire was not returned for evaluation, it cannot be determined if the guidewire was defective. It remains unknown if the defect occurred due to supplier manufacturing, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A device history record (DHR) review of lot number 15344326 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15344326.